Event description:
It was reported "unable to advance microintroducer inside the vein, shearing on the "gray" part of the microintroducer." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a difficult insertion is confirmed. One 3.5 fr microez microintroducer was returned for evaluation. The product sticker label indicated lot: refy3773. The sheath had not been peeled. The sheath was observed to be bent at the proximal end extending from the peelable tabs. Bunching of the sheath tip was also noted. Microscopic observation of the sheath tip revealed the material to be compressed and bunched inwards. The damage and deformation observed is consistent with damage caused by advancement against resistance. The product instructions for use (IFU) contains information that may have prevent the reported issue. The IFU states, ¿advance the microintroducer assembly over the guidewire. Using a twisting motion, advance the assembly into the vessel. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a safety scalpel prior to making incision.¿ since evidence of a difficult inserted was observed, the complaint is confirmed. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the reported problem was unable to be reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition "not occluding at the correct pressure" was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported "unable to advance microintroducer inside the vein, shearing on the "gray" part of the microintroducer." No other information was provided.